Event description:
The customer reported that the 9900 system would not perform fluoroscopic x-ray, and required a re-boot. No pt injury was reported.

Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The fluoro functions board and the generator interface pcbs were replaced. The system was tested and is operating as intended.